Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The devices were returned without packaging. The complaint is that they could not get the temporary fixation pin out of the contra angle driver after a case. The product was returned in a biohazard bag so the product was inspected through the bag, and was not removed from the bag. There is a temporary fixation screw that is still retained in the driver and is unable to be removed. The knob rotates freely and still rotates the screw as intended. The complaint was confirmed as there is a temporary fixation screw that is unable to be removed from the driver. Investigation results concluded that the reported event was due to the supplier using blades, and not the min/max gage, to design the collet resulting in the collet failing the max gage inspection. It is possible that the collet has been damaged at the interface with the fixation screw from excessive force or the screw was not inserted correctly into the driver. In the warnings and precautions section of the instruction for use for this product it is stated, ¿avoid undue stress or strain when handling or cleaning instruments.¿ there are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: MFR #0001032347-2017-00798-1.

Manufacturer narrative:
Because the lot number is unknown, the device history records could not be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00798.

Event description:
It was reported the temporary fixation pin could not be removed from the contra angle driver after a procedure.